Event description:
It was reported that the patient presented remotely via merlin.net. The programming changes were made during the device check and were to be discussed with the following physician. There were no reported patient consequences.